Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer stated via phone call that her batteries for her pump are not lasting more than 24 hours. Power error alarm is detected and troubleshooting is being done by the representative. It is determined that the pump is unable to charge and it will need to be replaced. The customer's blood glucose levels are not known at the time of the call. The device is expected to return for analysis.

Manufacturer narrative:
Findings: unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. The power management graph was in specification, however the power management graph indicated connector resistance issue. No pump error alarms, battery power loss anomalies, low battery alerts or low battery anomalies noted during testing, however a pump error alarm was present in the long trace file and multiple unexpected battery power loss anomalies were present in the long trace file due to connector resistance issue. Unit received with scratched casing, minor scratches on lcd window and pillowing keypad overlay.